Event description:
It was reported via international that the cuff on a size 10fen device was defective. The information received indicated that the patient suddenly could not breathe anymore. The device was pre-tested, the cuff was cleaned using warm water and nacl-solution. There was no reported patient injury and/or change in therapy. The involved device was returned and submitted to the analytical laboratory for evaluation.